Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation records received. Litigation alleges pain, discomfort, swelling, feeling of dislocation or locking up, inflammation, friction and wear causing toxic metal ions, frequent falls with muscle weakness, bone breaks from falls, severe neuropathy, fatigue, cellulitis, balance issues, dizzy spells, skin issues, nausea, lack of mobility, and difficulty walking. MRI confirmed of fluid buildup around the implant.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Event description:
Complaint description: sep 1, 2017: litigation records received. Litigation alleges pain, discomfort, swelling, feeling of dislocation or locking up, inflammation, friction and wear causing toxic metal ions, frequent falls with muscle weakness, bone breaks from falls, severe neuropathy, fatigue, cellulitis, balance issues, dizzy spells, skin issues, nausea, lack of mobility, and difficulty walking. MRI confirmed of fluid buildup around the implant. Update nov 3, 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges facial cellulitis, eye sight issues, skin bursitis, allergies and loss of appetite. After review of medical records for MDR reportability it was reported that metallosis was confirmed with mars MRI. It was also indicated that there was inflammation due to metal on metal articulation. Revision notes reported of gray discoloration in the trochanteric bursa. Added product and lot numbers for this complaint. This was updated on nov 8, 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: litigation alleges pain, discomfort, swelling, feeling of dislocation or locking up, inflammation, friction and wear causing toxic metal ions, frequent falls with muscle weakness, bone breaks from falls, severe neuropathy, fatigue, cellulitis, balance issues, dizzy spells, skin issues, nausea, lack of mobility, and difficulty walking. MRI confirmed of fluid buildup around the implant. Doi: (B)(6) 2009- dor: unknown (left hip) no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Update: 3 nov 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges facial cellulitis, eye sight issues, skin bursitis, allergies and loss of appetite. After review of medical records for MDR reportability it was reported that metallosis was confirmed with mars MRI. It was also indicated that there was inflammation due to metal on metal articulation. Revision notes reported of gray discoloration in the trochanteric bursa. Added product and lot numbers for this complaint. This was updated on nov 8, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.